Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator's set screw was not able to be tightened and no pacing output was noted. The pulse generator was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of set screw issue could not be confirmed. The device was above elective replacement indicator (eri). Atrial set screw was able to properly tighten and showed no anomaly while the ventricle set screw was not returned. In addition, visual inspection found punch holes on ventricular septum due to torque wrench being inserted at an incorrect angle during the implant procedure. No device anomalies were found. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.